Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and the hard disk. After replacement, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the flexvision switching was not possible. After reboot, the system would not boot into applications and stuck at 00:00. Analysis of system log files showed a malfunction of the flexvision pc's frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc. The issue was resolved by a philips field service engineer (fse), who replaced the flexvision pc and hard drive, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.